Event description:
The procedure was performed on the right popliteal cto. The pt was given tpa for an hr, after which a protege everflex stent (6x120) was deployed. The stent was successfully deployed and opened. When physician pulled stent delivery catheter out, it became caught on the stent. Attempts to work it off of the protege everflex stent were unsuccessful, and the physician pulled back. The stent stretched and moved up the sfa out of position. The physician was able to re-line with another protege stent and restore flow. No injury to the pt reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.